Manufacturer narrative:
Service and repair evaluation: the customer reported the item was broken. The repair technician reported the screwdriver tip was broken. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product development investigation was performed. The 314.02 lot number 8517276 small hexagonal screwdriver with holding sleeve was received as unrepairable from service and repair and reported to have a broken tip. This complaint condition was likely caused by over three years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. The 314.020 small hexagonal screwdriver with holding sleeve is an instrument routinely used in the small fragment locking compression plate (lcp) system. The device was returned and reported to have a broken tip. This condition is confirmed; the shaft has sheered at the most proximal step of the driver. The distal tip and the holding sleeve were not returned. It is likely that over three years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 8/2013 and is over three years old. The balance of the returned device is in otherwise fair condition with some markings and signs of wear along the remainder of the shaft and phenolic handle. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for complaint device lot number. Manufacturing location: (B)(6). Date of manufacture: (B)(6) 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reported the following event: it was reported that a small hexagonal screwdriver with holding sleeve tip is broken. There was no patient or surgical involvement associated with the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
No service history review can be performed because the lot/serial number cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.